Manufacturer narrative:
The instrument data was analyzed by siemens support personnel. After analyzing the instrument data, it was determined that the cause of the discordant result was that the sample was from a patient diagnosed with chronic lymphocytic leukaemia and the sample needed to be run in the 'cbc/differential' mode. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant results for white blood cell count (wbc) were obtained on an advia 120 instrument. The samples were re-tested and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant white blood cell count (wbc) results.